Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected on (B)(6) 2018 was confirmed via the submitted log file; additional information provided stated that the driveline was disconnected to remove the controller from service after the patient passed away in hospice due to non-vad related issues. It was also communicated that the controller was donated to the hospital by the patient's family after the patient's death, and that this controller was later used on a different patient following an emergency controller exchange; this is addressed via manufacturer report number 2916596-2021-00578. The log file captured approximately 14 days of data prior to the controller being removed from service (B)(6) 2018 ¿ (B)(6) 2018 per the timestamp). The driveline was disconnected on (B)(6) 2018 at 7:35:32 and both power cables were disconnected at 7:35:53; this is consistent with the controller being disconnected to discontinue support following the patient's death. The driveline was reconnected to the controller following the event captured on (B)(6) 2018 at 7:36:08; this is consistent with the provided information that the controller was later used on a different patient. The clock was set at the default timestamp of (B)(6) 2001 when the controller was connected to the new patient. The events captured after the controller exchange on (B)(6) 2018 are addressed via manufacturer report number 2916596-2021-00578. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected. The system controller was returned and evaluated under manufacturer report number 2916596-2021-00578. Per manufacturer report number 2916596-2021-00578, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without issue. The reported event was determined to be due to the controller being removed from service following the patient's death. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) (rev. C) section 2 "system operations" explain how to properly replace the running system controller. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 30may2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report #2916596-2021-01053. It was reported that the patient experienced a driveline disconnect alarm on (B)(6) 2018. The data then shows a clock reset due to depletion of the emergency backup battery. It's unknown exactly when the reset occurred. Final lines of data in the log shows the clock set to (B)(6) 2001 1:00am and a pump was briefly connected to the controller for approximately 1min then disconnected. The controller appears to have been on backup battery power during the final disconnect.